Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during bolus. The blood glucose at the time of the incident was 170 mg/dl. She mentioned that she had been off the insulin pump for three years and was currently at the hospital and was trying to reconnect. She explained that she is pregnant and was hospitalized due to neuropathy and gastroparesis. During troubleshooting, the customer disconnected at the quick release and insulin did exit the tubing during fixed prime but it was a small amount. She then disconnected and reconnected the infusion set and reservoir and stated she could push insulin through the tubing but there was greater than normal resistance. She was explained that the alarm was caused by a set/reservoir connection issue and advised to change the infusion set and reservoir. The reservoir will not be returned for analysis.